Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device has been explanted.